Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient had an initial reverse shoulder procedure with modified glenoid system in (B)(6) 2019. The patient had recently undergone a revision procedure on (B)(6) 2020 due to pain and construct dislocation. At the (B)(6) revision, the humeral insert was explanted and a spacer and new insert were implanted. The (B)(6) 2020 revision was reported under case (B)(4). On (B)(6) 2020, the patient had a third procedure due to neuropathy; the following devices were all explanted: implants: ar-9503s-03c (lot 19.00210), ar-9555-06 (lot 16.01037), ar-9564-2436-lat (lot 19.00689) and ar-9560-24 (lot 02191932) and 4 screws: ar-9563-16, ar-9563-28 (qty2) and ar-9563-20 to complete the procedure the surgeon implanted the following devices: ar-9502-36arca (lot 18.00755) and ar-9550-19 rca (lot 10071328).